Event description:
Same case as 1527460-2013-00059. The complainant reported the gastrostomy tube's balloon deflated/tube fell out on (B)(6) 2013 and was replaced. The insertion date is unknown.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.